Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation, the technician discovered that the customer attempted to repair the device. As a result of the device being tampered with, the root cause could not be firmly established. The device succesfully passed daily/weekly/monthly self-tests, on/off current, patient and circuit impedance testing, and shock testing. Upon internal inspection, observed damages. Based on the damage, the device cannot be repaired. The device will be returned unrepaired and is deemed not for clinical use. Analyis of reports of this type has not identified an increase in trend.